Event description:
It was reported that four infusions set fell off during use, event on (b)(6)2026.

Manufacturer narrative:
************************* **Initial 3 of 4Based on the available information, this event is deemed to be a Reportable malfunction. Request was performed for additional information including lot number; however, lot number and serial number were not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: (b)(4)Manufacturing site: (b)(4)